Event description:
Pt's meter would not power on. The pt reported no high or low blood symptoms. The pt took their oral medications after attempting to use the meter. The issue with the meter was not resolved with troubleshooting. No further info has been reported.